Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover, printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. It was found that control printed circuit board had traces of oxidation. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Since found liquid cannot be identify and how it entered into the unit, the investigation findings do not lead to a clear conclusion about the root cause of the reported event. Our conclusion is that the replaced pressure transducer printed circuit boards were the cause of the issue related with flow transducer test failure. However, the root cause to why these parts failed has not been established as the replaced parts were not returned for investigation. According to received service report, replacement of pressure transducer printed circuit boards and control printed circuit board solved the problems. The ventilator passed all functional and safety tests and was cleared for clinical use. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #:(B)(4).